Event description:
The facility reports during a routine lift the left side of the sling popped of the hanger. The patient fell to the floor, suffering a 5cm gash to the head and an abrasion to the left side of the back.